Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the 355sd inner seal broke during procedure resulting in pneumo loss. New trocar was opened to complete the case. There was no consequence to the pt.